Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the lcd screen on the insulin pump looks as if it burned out. When he pressed the button the screen comes back on but he is only seeing partial display. Customer had noticed the device had a partial display yesterday when he pulled the device out of his pocket. He tapped the device and it went blank. Customer's blood glucose was unknown. Troubleshooting was performed for blank display. Customer stated the device wasn't dropped or bumped, other than the device getting tapped on the wall when he rubs against it. After inserting a new battery and cleaning the battery compartment, the display flashed then gradually faded out. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display. A problem isolated to open lcd driver board. The insulin pump was unable to confirm missing segments/partial display due to lcd driver board defect. The insulin pump was received with cracked reservoir tube lip noted.